Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (traumatic aortic injury), (treatment of a traumatic aortic injury). Eval, conclusions: (traumatic aortic injury), (treatment of a traumatic aortic injury).

Event description:
A talent captivia stent graft system was implanted in a pt for the emergent treatment of a 1cm long thoracic transection located about 13 mm distal from the ostium of the left subclavian on the interior arch (180 degrees from the ostium of the left subclavian) 1 month ago. Vessel morphology was narrow at 17-18 mm in diameter. Access vessels narrow at 7 mm in diameter. The pt was in a motor vehicle accident. About a week after admission, a tevar with one talent captivia graft was performed for the transection, which manifested as a significant 1 cm long thoracic flap. A conduit was used due to the tight access vessels; no attempt was made to insert the device through a femoral approach. During the deployment, the device's connecting bar ended up on the inside of the aortic arch unintentionally, but there was no issue with the graft placement. A small late blush was seen at implant and left untreated. A f/u CT several days later showed a 1 cm x 6 mm pseudoaneurysm at the injury; no intervention was performed. Another f/u CT, two weeks later, showed a possible type I endoleak or a type ii endoleak from the left subclavian. One week later, the pt had a successful open surgical repair to replace the aortic arch and is doing well. No clinical sequelae were reported, and the pt is fine. Medtronic received films which were evaluated by an independent contracted physician, and the following interpretation was provided: this pt had repair of a traumatic aortic injury with a 22 mm talent stent-graft that wound up with the c-bar along the lesser curvature of the arch, with the consequent deformity and poor conformability in that area. There's still flow into the traumatic pseudoaneurysm which probably represents an endoleak as a result of the above-described, and likely with a contribution from backflow from the left subclavian artery.